Event description:
In this event it is reported that a patient had allergic reaction to wearing of nontemplate aligner arch. Patient symptoms included swollen face, watering eyes. Doctor advised patient to stop wearing aligners, patient tried wearing at night only and woke up with symptoms of difficulty breathing and swallowing. Once patient stopped aligner treatment all together symptoms got better.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: we reviewed the DHR for this so-(B)(4) / patient ID# (B)(6) / site ID# 12729, qty. (B)(4) items assy-500011 (aligner) and qty.2 items assy-500010 (template), were packaged by the second shift by auto bag and box operation on (B)(6) 2024, manufacturing supercell 2. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this so-(B)(4). Raw material: part-501019 / lot# 233743 / qty. Received = 580 rolls, inspection date: november 03, 2023. The material was found acceptable for use in the suresmile product's manufacture. Photo investigation: the provided evidence shows the customer's face with apparent swelling, but it does not show the use of aligners. The provided allergy reaction checklist is not filled out. It does not show any evidence related to a manufacturing defect in the product. We received the return of (B)(4) items ((B)(4) templates, (B)(4) aligners) corresponding to the sales order (B)(4), patient ID: (B)(6). We observed the packaging bag of the first stage aligners opened the aligners do not show any out-of-specification condition. Failure mode - allergic reaction. Root cause - no defect - no defect during the manufacturing process. Conclusion code - no failure found.